Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by severed motor mount screws. The motor assembly (including the screws) was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.